Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made and the issue was resolved. Patient is doing fine.